Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin. Recently blood glucose values are over 600 mg/dl and patient is able to self-treat with an insulin pen. It was reported that on (B)(6) 2019 the customer experienced a hypoglycemic event. The patient experienced symptoms of cramping, convulsing, and lost consciousness. The customer's husband called the fire department. The first responder's treated the patient at home for low blood glucose. The type of treatment given was not provided. The blood glucose values obtained at the time of the event were unknown. The patient was only treated at home and was not transported to the hospital.